Event description:
The following was reported to hamilton medical ag: local staff performed preventive maintenance at the hospital on march 2. If the buzzer sounding test is performed, the settings and clock will be initialized. However, if the buzzer test is not performed, there is no particular problem. Therefore, the repair work was put on hold. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).